Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Device requested for return but was no provided.

Event description:
The patient's daughter and nurse stated that the patient received questionable inr results from the patient's coaguchek xs meter serial number (B)(4) compared to the nurse's coaguchek xs professional meter serial number (B)(4). The nurse's meter was using strip lot 18686611 with an expiration date of 31-oct-2018. At approximately 10:30 to 10:45 am, the result from the patient's meter was 3.1 inr accompanied by a "c". At approximately 10:30 to 10:45 am, the nurse tested the patient using her meter with results of 1.8 inr and 1.8 inr. A different finger were used for both results. The patient is anemic, but the patient's hematocrit was not known. It was stated that the initial result from the patient's meter, that the patient's finger did have to be squeezed to obtain a good sample. The patient's therapeutic range was not known. There was no allegation of an adverse event. The patient is not on heparin, has no antiphospholipid antibodies, is on no direct thrombin inhibitors, no dietary changes, no illness, no symptoms of high blood pressure. No change in treatment was received. The patient is currently on an unrelated antibiotic. The patient had held their coumadin dosage for the three days prior to the event based on previous meter results. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. No strips were returned as only an empty vial was returned. Donor 1 inr: 2.4 inr. Donor 2 inr: 2.6 inr. Donor 1 hct: 38%. Donor 2 hct: 42% . Donor 1: retention meter with masterlot strips: 2.5 inr; customer meter with masterlot strips: 2.5 inr. Donor 2: retention meter with masterlot strips: 2.6 inr; customer meter with masterlot strips: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The results alleged by the customer were not observed in the meter¿s patient result memory. However, results shown with "c" mean that the applied specimen was detected as control solution. Inr results marked with "c" may occur if the hematocrit value is very low or due to faulty blood collection. Relevant retention test strips (lot 258638) were tested in comparison with the master lot coaguchek xs patient. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.